Manufacturer narrative:
The device was used for treatment. No devices were received for evaluation; therefore the condition of the devices is unknown. Device history record review identified no deviations or anomalies in the manufacturing process. The devices were used in an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. A review of the complaint history for the part and lot combinations of the reported devices identified no additional complaints for the reported condition. Primary operative notes from the initial implant procedure and post procedure office visit notes were reviewed. Laboratory reports were not provided. The specific pathogen was not identified in the provided information. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards, therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. A definitive root cause cannot be determined with the information provided. This is not a confirmed quality or manufacturing issue.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #00784803300, kinectiv technology modular neck, lot #61837395; catalog #00625006530, trilogy bone screw, lot #62935932 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to infection in the left hip. Screw, liner, and neck were all removed, and new ones were implanted.